Manufacturer narrative:
Date of event: unknown/not provided. Serial #: unknown/not provided. Catalog #: catalog number is unknown since serial number was not provided. Expiration date is unknown since serial number was not provided. UDI is unknown since serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Manufacturing date: unknown since serial number is was not provided. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a (B)(6) male patient who had glaucoma, secondary to atopic dermatitis, had a tube-type implant (baerveldt shunt). After 6 months post surgery, the patient developed endophthalmitis. The physician conducted anterior chamber irrigation and vitrectomy. The patient has recovered from the event. No further information is available.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.